Manufacturer narrative:
The pod was received not deployed. Investigation of the download data showed that the pod was deactivated during second prime due to a 0x41 hazard alarm. 0x41 hazard alarms occur due to high rotational sensor errors. The data showed that first prime only ran for 37 pulses and the rotational sensor data contained incorrect readings, indicating a rotational sensor malfunction. Inspection of the drive mechanism and rotational sensor components found no evidence of any damages or manufacturing deficiencies that would result in the rotational sensor malfunction. The exact cause of the rotational sensor malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle and cannula did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.